Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient's blood glucose (bg) values reached 331 mg/dl.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received fully deployed. Inspection of the download data found that the pod delivered 1259 pulses before deactivation. The investigation did not find any issues that would result in a needle mechanism failure. The pod had generated an 0x4e alarm during operation, indicating that the saw trim was out of specification. No damages or deficiencies were observed that would contribute to an 0x4e alarm. The device shelf mode current measured within specification. The exact cause of the alarm could not be determined. During the investigation, the bottom housing vent was observed to be damaged. The timing and cause of this damage could not be conclusively determined.